Event description:
It was reported that this right ventricular (rv) shock lead impedance was high out of range greater than 200 ohms, where the patient had not received a shock since last year. Technical services discussed to consider pocket manipulations/isometrics and perform serial impedances, then check the vector breakdown to determine what coil might be affected. The system remains in-service. No adverse patient effects were reported.